Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 05/22/1999 at a retail vendor. On 06/12/1999, she sought medical treatment for pain and infection of the ear piercing site and was prescribed antibiotic. On 06/15/1999, she was prescribed a ten day IV antibiotic treatment.